Manufacturer narrative:
A ge service representative performed an onsite investigation. The emi cover was adjusted. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the x-ray switch was stuck. The field engineer reported that the system was emitting radiation when the switch was stuck during a procedure. There is no report of pt injury associated with this event.